Event description:
Pt not passing urine after gynecological procedure. Found to be leaking around site of insertion. Closer inspection found that the catheter had broken off. Pt went back to "ot" for cystoscopy for removal of catheter. Pt well. No problems. Surgeon is happy-has been using bonanno catheters for years. Very happy with them. This was a one-off. Catheter wasn't cut, but catheter end was very rough. Contaminated sample being forwarded.